Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer was in emergency medical services on an unknown date for an unknown reason. Customer's blood glucose level was unknown. Customer declined to provide hospitalization details. The device will not be returned for analysis.